Manufacturer narrative:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of high blood glucose event. Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 315 mg/dl. The customer blood glucose level was 465 mg/dl at the time of incident and the current blood glucose of the patient is 209mg/dl. The customer experienced symptoms such as sick. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.